Event description:
It was reported that the monopolar curved scissors (mcs) instrument did not work during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis placed the instrument on an in-house system and the instrument passed recognition and engagement testing. The instrument failed the cut test as the scissors did not cut cleanly through (B)(4) latex. The latex was snagged at the scissor tips. The blade edges were undamaged, but the edges exhibited wear at the tips, negatively affecting cut performance. The instrument passed energy and electrical continuity testing. Failure analysis also observed that the distal end of the main tube exhibited hairline cracks in the axial direction. The evidence was inconclusive, but the hairline cracks were likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the microcracks, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.